Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reports not getting audio alarm/alerts on g5 app after updating to ios 11.4. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of no audio alerts on the app could not be determined. A root cause could not be determined.